Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model#: sc-4318, lot #: 20047305, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's midline incision was opened. It was noted that the lead was visible. The physician confirmed that there was no sign of infection. The patient underwent an explant procedure. The patient was doing well postoperatively.